Event description:
Related manufacturing reference number: 2017865-2021-32332. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was heart failure and cardiac arrest.  No additional information was reported.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.